Event description:
An inserted IV was leaking when flushed. It appeared to be leaking at the extension connection. When the mini bore IV extension was replaced with a max bore IV extension, this corrected the leaking issue.